Event description:
It was reported that this pacemaker exhibited noise on both the right atrial (ra) and right ventricular (rv) channels along with high out of range ra pacing impedance measurements. No further information was available and the pacemaker and other manufacturer's ra and rv leads remain in service. No adverse patient effects were reported.